Event description:
It was reported during an afib procedure, without using fluoroscopy, while fam mapping the left atrium, a perforation was apparent on the carto image. A short time later blood pressure dropped and a pericardial effusion was confirmed with ice. A pericardiocentesis was performed and the patient was stabilized before being transferred to the cicu. No ablation had been performed.

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that the rocker arm was detached. This condition was not reported on the original event. The rocker arm was replaced in order to perform the tests. Then per the reported event, the catheter was tested and it passed electrical, temperature, generator, irrigation and deflection tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Since the catheter passed specifications, the root cause of the effusion remains unknown.

Manufacturer narrative:
The concomitant products: carto 3, model # m-4800-01, serial # (B)(4); stockert, model # m-5463-01, serial # (B)(4); coolflow pump, model # m-5491-02, serial # (B)(4); c3 nav variable lasso, model # m-5491-02, lot# 15480862la. (B)(4).